Manufacturer narrative:
The device was not returned for evaluation as there was no allegation of device malfunction. Per the instructions for use (IFU) cardiovascular injury, including perforation or dissection of vessels which may require intervention, is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. According to the thv training manual, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. = 4mm) in the presence of severely calcified aortic root and obliterated sinuses. While the sapien heart valve relies on native valve calcium to securely anchor to the annulus, despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, per the implanting physician, the annular rupture was caused by the severe calcification of the native annulus. Correct valve sizing and the calcium distribution on the native valve could not be determined based on the information available. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As it was reported by the edwards field clinical specialist in (B)(4), the patient developed an annular rupture and left ventricle rupture during balloon aortic valvuloplasty (bav) with the 20mm edwards balloon. In the physician's opinion the annular rupture was caused by the severe calcification of the native annulus. Per report, prior to using the 20mm balloon, the physician used an 18mm balloon that "floated" (meaning it was too small for the native annulus). The 20mm balloon was then used and contrast solution did not pass the balloon. The medical team then decided to use a 23mm transcatheter heart valve (thv) with 2cc less of contrast solution added to the delivery balloon. After bav the patient's blood pressure started to drop and a full sternotomy confirmed the annular and left ventricle ruptures. The patient subsequently expired.

Manufacturer narrative:
The investigation is ongoing.